Event description:
Pump was reported to overinfuse. Pump #2 was set to infuse a 1000ml bag of normal saline at a rate of 50ml/hr. The entire bag infused in just 3 hours. No medical intervention was needed and no pt injury resulted.